Event description:
Four patient samples with discrepant calcium results. Initial calcium result 7.3 mg/dl, repeat 9.4 mg/dl. Initial results not reported. The field and technical service representatives recalibrated the test and adjusted the quality control ranges.

Event description:
Four patient samples with discrepant calcium results. Initial calcium result 7.7 mg/dl, repeat 9.8 mg/dl. Initial results not reported. The field and technical service representatives recalibrated the test and adjusted the quality control ranges.

Event description:
Four patient samples with discrepant calcium results. Initial calcium result 7.8 mg/dl, repeat 9.8 mg/dl. Initial results not reported. The field and technical service representatives recalibrated the test and adjusted the quality control ranges.

Event description:
Four patient samples with discrepant calcium results. Initial calcium result 7.9 mg/dl, repeat 9.1 mg/dl. Initial results not reported. The field and technical service representatives recalibrated the test and adjusted the quality control ranges.